Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of conformance, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that were too long or not installing the implant deep enough.

Event description:
The patient had bilateral side si joint arthrodesis in (B)(6) 2019 where three implants were installed on the left side and two on the right. The patient had pain relief for four months before experiencing a recurrence of pain symptoms on the left side. The surgeon determined that the caudal positioned implant was too proud of the ilium causing pain. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the caudal positioned implant using chisels as it was solidly fixed in bone. No other preexisting implants were adjusted or removed. No other hardware was installed. The patient's pain symptoms resolved following the revision procedure.